Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient was previously implanted twice with percutaneous leads. Due to the leads moving, the patient was implanted with a surgical lead in (B)(6) 2014.

Event description:
Additional information received reported the healthcare professional stated (hcp) "doesn't involve the products. It can happen sometimes." The hcp further stated the leads were properly implanted and anchored.